Event description:
The patient underwent ercp (endoscopic retrograde cholangiopancreatography) with stone extraction, lithotripsy system. While using the device to crush a stone, the wire broke near the joint while turning the t-bar, mechanical failure of the lithotripsy system (fractured pipe and wires) resulting in entrapment of basket with a stone in the bile duct. The wire basket was unable to be removed. Procedure aborted, patient taken to operating room for surgical removal.